Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. The impedance was high resistance/impedance. One- patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 03:00:13. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance equals 741 to 4047 ohms peak between (B)(6)2012 and (B)(6) 2012. The lead integrity alert was triggered with two patient alerts for lead failure predictor on (B)(6) 2012 10:33:28 and (B)(6) 2012 03:00:14. Sensing - oversensing was noted with 15 - ventricular nonsustained episodes (nst) equal to or less than 210 millisecond (ms) between (B)(6) 2012 03:00:26 and (B)(6) 2012 17:00:02. Sensing - preference/noise and ventricular short interval count v-sensing integrity count (sic) equals 77.5 counts average/day, in 20.83 days, between (B)(6) 2012 15:54:22 and (B)(6) 2012 11:55:29.

Event description:
It was reported that the patient alert was beeping and the patient came in to be checked. It was noted that the right ventricular lead was oversensing, had impedance spikes, and a lead fracture was suspected. An x-ray showed that the lead connector appeared to not be fully inserted into the device header. The patient had possible tamponade that resulted in cardiothoracic intervention. The lead and the device were explanted and not replaced. No further patient complications have been reported as a result of this event.